Event description:
Reportedly, the surgeon fired the instrument and the trigger was locked into the rear of the instrument. He then cut across the redundant tissue, opened the stapler and no staples had deployed. The bowel opened up and surgeon repeated the process with a second device. Some tissue damage was reported but no injury/ill-effects to the pt as a result. The pt was reported to be ok. Procedure: low anterior resection.